Event description:
A report was rec'd through the FDA medwatch medical products reporting program, that a female presented with a severe corneal ulcer in the left eye while using renu with moistureloc multi-purpose solution. Two cultures from two separate institutions on two separate dates grew out fusarium. The pt was treated with vigamox every hour and viroptic from 2005 to 2006. Initially, the ulcer got better but then, turned and slowly healed. A corneal specialist doubted it was fungal and the pt never rec'd antifungal drops. The ulcer slowly healed on its own. The ucler took several weeks to heal and left the pt with a permanent scar off the center of the cornea. The physician questioned if the reported event was directly related to renu with moistureloc solutions.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.